Manufacturer narrative:
The lead was capped off inside the pt; therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. Loss of capture/sensing is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this atrial lead was capped due to loss of capture. An attempt was made to reposition the lead, but the lead could not be moved. The sales representative reported that there did not seem to be any mechanical problem with the lead. A new tined lead was implanted. The lead was actively implanted for approximately 1 year, 5 months.